Manufacturer narrative:
This event concerns a device a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time.

Event description:
During the routine follow-up of this device involved in this report, there was an exit block after an attempt to bipolar sensing programming was operated on a unipolar ventricular lead.